Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer reported after replacing battery cap. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. S/w version 4.11d. Retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6) 2021. Pump was received with failed battery test alarm after battery insertion. Unable to perform the displacement test, active current test, sleep current test or self test due to failed battery test alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2. Swapped out test pcba 2 and no failed battery test alarm noted after battery insertion. Confirmed that failed battery test alarm isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Failed battery test alarm confirmed due to moisture damage on pcba 2. Cosmetic damage found on the back of the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.